Event description:
It was reported that the field representative called in for review of a strip with a patient who just had a cardiac resynchronization therapy defibrillator (crt-d) implanted. Upon review, technical services found this device exhibited some noise which appear to be due to air bubbles however, the device is not sensing it. The physician will continue to monitor. At this time, the device remains in service. No adverse patient effects were reported.